Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was two 4 fr sl powerpicc catheters. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing of both catheters. In unit 01 the split was located at the 5 cm depth marker and in unit 02 the split was located between the 4 cm and 5 cm depth markers. Both catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed splits; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, before the administration of CT therapy, the patency test was performed and washing with sf 0.9% with a 10ml pre-filled syringe was performed. During washing there was whitening of the skin around the exit stie and extravasation of fluid from the exit site. Because of the venous course carried out, compressible vein and absence of pericatheter exchoes. The PICC was removed and the catheter presents a transverse fissure of 4cm. A new PICC was implanted. There was no patient harm and no exposure of fluids to the healthcare professionals. Two devices were returned for evaluation. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, before the administration of CT therapy, the patency test was performed and washing with sf 0.9% with a 10ml pre-filled syringe was performed. During washing there was whitening of the skin around the exit stie and extravasation of fluid from the exit site. Because of the venous course carried out, compressible vein and absence of pericatheter exchoes. The PICC was removed and the catheter presents a transverse fissure of 4cm. A new PICC was implanted. There was no patient harm and no exposure of fluids to the healthcare professionals.